Event description:
A customer contacted beckman coulter regarding 2 erroneously elevated accu tni results (from sample a) that were generated by the unicel dxi instrument. The elevated accu tni results were 22.09ng/ml and 17.54ng/ml. The customer indicated that the 17.54ng/ml accu tni result was reported out of the lab. The following day, a new sample (b) was collected from the same pt and tested for accu tni. The accu tni result was 0.47ng/ml. The physician questioned the (17.54ng/ml) accu tni result from sample a after receiving the much lower result from sample b. The customer indicated that there has been no change to pt treatment that can be attribtued to this event.